Event description:
During a percutaneous transluminal angioplasty to the right superficial femoral artery the balloon was reported to a have ruptured. The vessel was described as severely calcified with mild moderately and a 100% stenosis. The procduct was prepared as per the instructions for use (IFU). The product was advanced to the lesion over the guidewire and the balloon was inflated using an indeflater. However, the balloon ruptured at nominal pressure. The product was withdrawn from the patient's body and another product was used to successfully complete the procedure. There was no reported patient injury. The product will not be returned for analysis.

Manufacturer narrative:
Manufacturing records for lot number r1105727 were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure it is not possible the relationship between the device and the event. However, vessel characteristics may have had an impact.